Manufacturer narrative:
Product has been received in anticipation of investigation. Once evaluation is complete a supplemental report will be submitted if applicable.

Event description:
Customer reported that cannula deployment was delayed and high blood glucose (400 mg/dl) was observed.